Event description:
The patient was treated with a rfs stylet for perforator. When evaluated post procedure, the patient had a small ulceration. The physician suspected it to be a burn from ablation. The patient was given bactroban and instructed to use a bandaid. Ten days post procedure, the patient was examined again, burn was healed. No further action taken.

Manufacturer narrative:
From the DHR review for lot number 551946, no non-conformities were found related to the complaint.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)